Event description:
Boston scientific received information that this right atrial (ra) lead was noted to have dislodged resulting in loss of capture. The lead was successfully repositioned. Subsequently, this ra lead dislodged again and was successfully repositioned. The patient was later discharged with vddr programming due to poor threshold measurements on the ra lead. The entire system was later explanted and the patient remains stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.